Manufacturer narrative:
No information has been provided to date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not recognize the syringe plunger. No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that both tamper seals were removed. The top case had a crack by the handle, bottom case a crack by the l-bracket, and both plunger cases were cracked. Missing battery pack and missing seal/lining on bottom case and broken locking tabs. Visible contamination on interconnect board, power supply board and on the bottom case. There was no evidence of the error or reported problem because the log was inaccessible. The reported problem was duplicated. The investigation found that multiple components were affected. Fluid entered through the barrel clamp assembly and caused electrical short in the power supply board and interconnect board. Burnt components and contamination found in power supply board. These were all believed to be the cause of the reported problem. For corrective action the power supply board, interconnect board, antenna and power supply insulator were all replaced. The root cause of reported problem was traced to the user (user interface) and improper handling of the device. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other, other text: b5: additional information received on 16august2022 via email and attached to complaint object: event date: (B)(6) 2022. No patient involvement. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.